Event description:
It was reported customer blood glucose (bg) level was 239 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer changed the cartridge to resolve the issue and resumed insulin delivery.